Event description:
It was reported that upon insertion the guidewire broke when the needle was inserted. Both the guidewire and the needle were removed from the pt by the physician pulling on the guidewire and the needle with his gloved hands. This caused a "breach" in the interior face of the pt's vein (intima). As a result, it was necessary to perform another insertion site.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.